Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018. Patient underwent a primary hip in (B)(6) 2014. In 2017 patient had a fall and fractured distal to the srom stem. This was plated with a metal plate which resulted in the patient developing irritation and soreness to the plate. The metal was removed and a ti plate inserted and patient symptoms were reduced. Patient has had ongoing groin pain and surgeon believe patient has a psoas tendon impingement and possible metal allergy. The srom metal head was removed and replaced with a ceramic ts 32 mm head. Female patient initials (B)(6), aged (B)(6) years, dob: (B)(6), weight: (B)(6) kgs, height: 165 cm. Unknown jrn: srom metal head 32 mm = discarded. Unknown jrn: pinnacle liner lipped = discarded. Unknown jrn: apex hole eliminator = discarded.